Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 500 mg/dl. The caller stated that the customer has little knowledgable regarding the insulin pump. The caller also stated that the customer is not very compliant with his diet. The caller did not have the insulin pump with him at the time of the call, but asked for instructions on how to review all of the settings and delivery history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.